Event description:
It was reported via ms&s: "caller states her mom has a powerpicc provena solo. She states when she or the nurse flush the PICC they hear a whistling sound around the round portion of the catheter hub. Caller states there is no sign of liquid leaking when they flush only the sound of air escaping." Ms&s response: "informed caller that they should discontinue use of the catheter and have it evaluated by a doctor as soon as possible. The risk of bleeding and infection if there is a hole in the catheter is possible." No other information was provided.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.